Event description:
It was reported that when using the bd pyxis¿ medbank tower, items was not showing on myqlink. Orders placed in qsi did not transfer to mql, and removed orders did not export from mql. The machine was syncing, and some entries did not transmit. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the machine was syncing, and some entries did not transmit. A technical support specialist (tss) identified that the server on the qs1 side needed to be restarted. Once the server was restarted, messages began processing again as expected. The system functioned as intended after technical support specialist troubleshot the device.